Event description:
It was reported that patient with known short to shield had severe damage to system controller and driveline which the shielding on the external portions was gone. Liquid crystal display (lcd) screen had damage inside causing the screen to appear more dim and may stop showing parameters. Log files displayed a few slight elevations in power and flow on (B)(6) 2024 associated with pulsatility index (pi) events during the ~16-day length of the file. It appears the pump was functioning as designed. Patient's history of driveline damage and short to shield were reported under MFR# 2916596-2020-03747, 2916596-2021-02051 and 2916596-2023-05369.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline outer jacket damage cannot be confirmed as no photos of the damage were submitted and no product was returned for evaluation. Additionally, review of the submitted log file confirmed slight elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. It was reported that patient with known short to shield had severe damage to the driveline and the shielding on the external portions was gone. The submitted log file captured slight elevations in pump power and flow that appeared to resolve over time. The majority of the elevations were captured during pulsatility index (pi) events. No other notable events were observed. The pump appeared to function as intended for the duration of the file. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. B. Is currently available. Section 1 provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ this section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.